Event description:
It was reported that the tip of the hex driver broke off in the head of the screw during tightening. The broken fragment was not retrieved and was left inside the patient. There were no patient complications reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the tip of the driver is completely sheared off. Hardness values were found to be within specification. It appears that excessive force may have been applied. A review of the device history records found no documentation to indicate a non-conformance to specification.